Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. It was reported to abbott that the patient had their leads explanted due to lead migration. Lead migration was verified with imaging. New leads were not able to be placed due to patient anatomy. All information pertaining to this event has been reviewed and no further action is required at this time.

Event description:
Additional information received indicates the patient's system was explanted. The physician was unable to place the leads due to the patient's anatomy (manufacturer reference number 3006705815-2020-33425 and 3006705815-2020-33426).

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32942. It was reported the patient experienced ineffective stimulation due to lead migration. X-rays confirmed the migration. Surgical intervention may take place at a later date.